Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn-cap y needle broke. The following information was provided by the initial reporter: on (B)(6) 2021, the second obstetric ward of hospital reported that during preoperative preparation for the patient, it was found that the indwelling needle could not be punctured normally. After careful examination, it was found that the needle was ruptured and immediately replaced, which happened many times.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn-cap y needle broke. The following information was provided by the initial reporter: on march 4th, the second obstetric ward of hospital reported that during preoperative preparation for the patient, it was found that the indwelling needle could not be punctured normally. After careful examination, it was found that the needle was ruptured and immediately replaced, which happened many times.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0008905. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.